Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was having inadequate pain relief. The physician did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.